Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited telemetry issues. The device would not connect to the phone and was not able to be interrogate with the programmer at last in-clinic visit. There had not been any merlin.net connectivity since (B)(6) 2019. It was advised that the patient be brought into clinic for further trouble shooting to assess the root cause of the issue. No symptoms were reported. No further information was available.